Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that faulty controller boards along with a broken position sensor on drawer 1.1. The field service engineer (fse) replaced the controller boards and position sensor, then rebooted and reconfigured the auxiliary drawer, restoring normal functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station failed to power on and displayed a black screen, with rss indicating the device was offline. The customer confirmed that the unit was not turning on despite the power outlet being verified as functional by maintenance. There were no delay or adverse events or injuries reported based on this event.